Event description:
Company representative reported "simple cysts in breasts." Healthcare professional later reported rupture, capsular contracture, baker grade IV, and the seroma was identified and approximately 20 ml of serous fluid was drained in the office before the imaging tests. This is for the left side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture, and seroma-late.